Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac tamponade and perforation. The patient had an elevated heart rates at beginning of procedure and then increased during right ventricular (rv) lead implant. It was noted there was placement difficulty. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.